Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID: (B)(4).

Event description:
A diamondback peripheral exchangeable orbital atherectomy device (oad) was used to treat two lesions in the distal superficial femoral artery (sfa) and diffuse anterior tibial artery (at). One treatment pass was performed on low speed in the sfa, followed by three treatment passes on low, medium and high speeds in the proximal at. The oad was advanced to the distal at and following one treatment pass on low speed, the oad stopped and was stuck in the vessel. Attempts were made to remove the crown manually and with glideassist, but were not successful. The oad driveshaft was cut, access was obtained via the dorsalis pedis, and a snare was used to remove the device via the pedal arch. A small perforation was then noted in the at, and was resolved with two balloon inflations. There were no additional complications noted following the procedure.